Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to report their receiver ceased to function on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. A global functional test was performed and there was no failure detected. A review of the downloaded data log found unexpected power loss within the investigation window. The receiver case was opened for an interior battery inspection and passed. The reported event of unexpected receiver shutdown was confirmed. A root cause could not be determined.